Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had the implant removed on (B)(6) 2022. Patient stated the implant didn't work for them and it started hurting in their back. Agent transferred patient to prs to update the device status of the scs.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating the main diagnosis was spinal degeneration of lumbar sacral region. The device seemed to be working at first, but within a month pt could not get it to focus on the worst pain in spine. Pt had assistance beginning manufacturer representative (rep), thought it helped but didn¿t, went to a pain clinic for nerve blocks(didn¿t work) then new rep came to help me pinpoint the spinal area down through lower back butt both outer thighs and still no success. Raising/lowering the frequency on the device made it worse or nothing at all. As time went by with no success, the batteryto stimulator began to hurt inside my body, so pt asked doctor to remove it (entire device 12/12/23). To this day, pt may bump on something where the battery was and feels like a bad bruise. Pt had the device removed due to it started to cause pain where the battery was placed. A rep was supposed to be there to pick up all equipment and was not. Pt have no idea where it ended up.